Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. Belmont triggered an alarm that air was detected in the circuit and prompted removing air from tubing . This error triggered 3 times in a row prior to rebooting the machine. Belmont had no additional errors after reboot. Belmont unit sent to biomed and there were no findings. Belmont received medwatch #mw5112367 for this incident which stated that there is a suspicion of human error in this incident. There is no indication of patient harm associated with this incident. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In case if air is detected in the device, the rapid infuser exhibits the following alarm message: "air detection, open the door. Squeeze tubing below detector to clear trapped air reinsert tubing and close the door". There is no information available on if the system was primed and if it was, what solution was used. Belmont reached out the user facility on 10/17 and 10/31 to gather additional details on device but haven't received any response to date. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products. There is no information available on use of contraindicated fluids during the procedure, certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in air formation and ultimately lead to such a situation as observed in this case. Belmont is working with the user facility to get the device involved in this incident returned for investigation. A clinical specialist (from belmont medical technologies) will be visiting the user facility to gather additional details on the event. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
After the event of belmont temperature sensor error,the device was replaced by the or (operating room) belmont. The replacement belmont triggered an alarm that air was detected in the circuit and prompted removing air from tubingcircuit and prompted removing air from tubing. This error triggered 3 times in a row prior to rebooting the machine. Belmont had no additional errors after reboot. Belmont unit sent to biomed and there were no findings. Suspicion. Belmont received medwatch #mw5112367 for this incident which stated that there is a suspicion of human error in this incident.

Manufacturer narrative:
The device involved in the incident was sent to the on-site biomed and there were no findings. It was suspected that the reported incident was caused by human error. Follow up with the user by belmont clinical specialist indicated that proper cleaning procedures were not met. A possible cause of a system error 102 temperature error and air in line error include wet, dirty, or blocked temperature and air sensors. Belmont's clinical specialist reached out to the user facility requesting the serial number of the device and gather additional details on the event but, no further details were provided to him. Belmont also offered retraining to the staff in order to demonstrate the proper use of device per our specifications but, the training was declined. No device malfunction could be verified. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.